Manufacturer narrative:
Other relevant device(s) are: vamc4040c150tu, (B)(4); vamc4444b100tu, (B)(4); vamc4040c200tu, (B)(4); vamc3636c200tu, (B)(4).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. The patient presented at the emergency room with chest pain and back pain. A CT was performed which showed a 7-8cm proximal descending thoracic aneurysm arising distal to the left subclavian artery and extending to the level of the celiac artery with a contained rupture. The patient was transferred to another facility for additional evaluation and care. The patient had a planned and executed double coronary bypass with thoracic stent graft deployment. Following surgery, the patient developed multiorgan ischemia, including infarcts to bilateral kidneys and spleen, ischemic colitis, bilateral lower extremity ischemia, an endoleak in the area of the aortic arch, mediastinal hematoma and right pneumorthorax. The patient's condition continued to decline and the patient was transferred to comfort care. The patient expired six days after. Per the autopsy report, the cause of death was due to multi-organ acute ischemic event with significant contributory conditions such as widespread hydrophilic polymer emboli, severe atherosclerotic disease and severe ascending aortic aneurysm. It was also noted that the patient died of natural causes. During this procedure multiple different products from multiple manufactures were used.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.